Event description:
Ligasure maryland jaw failed to work, a second machine was brought in using the same maryland jaw with no change, a second maryland jaw was opened, same lot# same failure, did not function. An alternate device was used for procedure. Lot# was saved for evaluation. Manufacturer response for maryland jaw, covidien maryland jaw (per site reporter): manufacturer provided rga# for product return evaluation. Manufacturer response for maryland jaw, maryland jaw (per site reporter): manufacturer provided rga for product return evaluation.